Manufacturer narrative:
(B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e22 - motorpack error" was generated by the aquabeam robotic system. The error message could not be cleared during troubleshooting steps; therefore, the treating physician replaced the aquabeam handpiece to successfully complete the aquablation procedure. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece articulating arm and its mag block were returned for investigation. Visual inspection confirmed a missing button cover on the mag block button. Functional testing confirmed from the reported event that the mag block failed to engage and attach onto the mag latch track. Upon further analysis fluid ingress was observed on the mag block shell, as evidence of corrosion on the internal stainless steel mechanical components was observed. The stainless steel components were cleaned and re-assembled back in place and the mag block functioned as expected. A review of the device history record (DHR) for serial number (B)(6) and the lot number 19c01630 for the aquabeam handpiece articulating arm were performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and the aquabeam handpiece articulating armmet all design and manufacturing specifications when released for distribution. No other similar events have been reported to procept. The aquabeam robotic system user manual, um0101-00, rev. F, was reviewed and states the following: if slightly off, depress the black button on the mag block (located on the handpiece articulating arm) and rotate the aquabeam handpiece axis while stepping on foot pedal to align jets to 3 and 9 o'clock position. Section 11.2.9 sterile: aquabeam handpiece articulating arm draping drape the handpiece articulating arm with a deroyal camera drape (ref 28-0401 or equivalent): - fold excess drape over the motorpack mount and tape around the handpiece articulating arm near the first elbow. Ensure the tape does not obstruct the motion of the release trigger. - some slack over the motorpack mount is recommended to prevent tearing or puncturing of the drape when the motorpack is mounted. Warning: to avoid potential contamination of the handpiece articulating arm, ensure it is draped with a new sterile drape for each procedure. The root cause was determined to be use error as the instructions provided in the user manual adequately states to drape the mag block and the aquabeam handpiece articulating arm to reduce exposure to fluid ingress. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.